Manufacturer narrative:
Investigation confirmed a leak in the handle of the catheter which was caused by the lumen breaking at the joint of the handle and the strain relief area. Review of the device history records confirmed this lot met mfg requirements prior to shipment.

Event description:
It was reported there was a handle leak. There were no consequences to the pt.